Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h2, h3, h6 and h10. 61 - intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. The instrument was found to have a blade broken. The blade broke at roughly 0.029¿ from the base. The broken piece was not returned. Any inadvertent contact with staples, clips, or other instruments while the device was activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure. The root cause of this failure was fatigue failure due to mishandling/misuse. Based on the device evaluation results, this MDR report is being retracted since the failure mode was found to be due to user misuse/mishandling and not due to a malfunction of the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has not received the harmonic ace instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Isi received a short clip of the surgical procedure and completed the review. There was one definitive collision between the harmonic ace instrument and the fenestrated bipolar forceps instrument, but it was to the side of the jaws with the white pad. It looked like there was another collision between the two instruments, but it could not be determined based on the footage. Regardless, the harmonic ace instrument was not active at the time, so any contact, if it occurred, was minor and would not have caused a break. The video did show the blade breaking, but, given that the full length video was not provided, no conclusions could be drawn as to what caused or contributed to the broken blade. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted gastric bypass procedure, a blade of the harmonic ace instrument broke and a fragment fell inside the patient. The fragment was retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted gastric bypass procedure, the sealing clamp of the harmonic ace instrument broke and fell inside the patient. The fragment was recovered during the same procedure. A backup instrument was used and the procedure was completed with no adverse effect, harm, or outcome to the patient. Intuitive surgical, inc. (Isi) contacted the site and obtained additional information regarding the reported issue: the instrument was only used briefly, about 15 minutes. The surgeon was also using a fenestrated tip-up grasper instrument and a fenestrated bipolar forceps instrument at the time of the event. There were no collisions noted prior to the event. Prior to the event, the instrument was used to transect the greater omentum. While preparing the left crus of the diaphragm, an error message was received indicating that the user needed to reduce pressure on the blade. However, the surgeon noted that there was no significant pressure felt by the tissue (fat). The surgeon noted that only a small amount of tissue was caught at the time. The target tissue was the omentum. During the third or fourth attempt, a part of the metal blade broke off and was found inside the patient. The instrument was removed without any issues and the fragment was recovered easily with laparoscopic forceps. The instrument had not been removed previously. There were no reported complications to the patient. The site believed that the issue was caused by a faulty reload. A video of the procedure was made available for review.